Event description:
Patient was revised to address loosening of femoral and tibial components at both interfaces, which was causing pain. Depuy cement was used in the primary surgery. (Left knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The initial electronic medical device report was created in error. Please disregard the initial report.